Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unspecified complication. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation primary with two unknown mentor saline breast implants has experienced unspecified complication postoperatively that required the patient to undergo bilateral explantation and replacement with 275cc mentor smooth round moderate profile saline breast implants, catalog # 3501640, lot # 145248 within a year. Explantation date was estimated based on available data. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.